Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose via sensor and became hypoglycemic with sweating and loss of consciousness. The customer was treated with glucagon injection and sugar by family. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not return for investigation so unable to perform the further investigation. Issue closed to no product returned. If the adhesive return an extended investigation will perform and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose via sensor and became hypoglycemic with sweating and loss of consciousness. The customer was treated with glucagon injection and sugar by family. There was no report of death or permanent injury associated with this event.